Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 399-504 mg/dl; cause was unknown. Customer gave a correction bolus via the pump to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.